Event description:
It was reported that the patient presented for a generator change. Prior to the procedure, upon interrogation the atrial lead exhibited mode switch due to noise oversensing and high pacing impedance. The atrial lead was capped and replaced. The patient was in stable condition.